Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash associated with a loss of fluid column during procedure (dilator removal) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared per instructions for use (IFU) and was inserted without issues. After inserting the steerable guide catheter (sgc) into the anatomy, and during dilator removal, a loss of fluid column was observed. Aspiration was performed, and the column remained stable. Therefore, the sgc was used to complete the procedure with one clip implanted, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.